Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that the ultrasound medium was leaking. Based on the results of the investigation, it is most like that ultrasound medium inside the sheath leaked because internal tightness could not be maintained due to a pinhole on the distal end sheath. However, the reportable malfunction could not be identified/determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the evaluation, the ultrasonic probe exhibited that the ultrasound medium was leaking. There was no report of patient involvement.